Event description:
Inbound; pt reported no disposable pump won't run alarm on both cadd legacy pumps with cadd flow stop cassette lot 4089477, exp 01/07/2026. Pt changed to new remodulin cassette and alarm resolved. Pt will return cassette causing alarm. No further details provided.